Event description:
My (B)(6) daughter received shocks from a heating pad. She screamed, took it off of her, was incontinent of urine, and found the on/off switch was smoking. It was unplugged immediately.